Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post-implant the patient experienced a probable infection, with slight flowing from the wound. The implantable pulse generator (ipg) system was explanted and antibiotics were administered. No further patient complications have been reported as a result of this event.